Manufacturer narrative:
H11: additional manufacturer narrative: tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. IFU review unable to be performed as the model is unknown. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a 66-year-old patient with a 25mm ce perimount valve implanted in aortic position underwent a valve-in-valve procedure after an implant duration of approximately nine (9) years and six (6) months due to degeneration leading to severe stenosis and moderate regurgitation. As reported, patient presented with dyspnea and chest pain. A 26mm transcatheter valve was successfully implanted within the pre-existing surgical device. Reportedly, patient was noted as to be discharged home.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 66-year-old patient with a 25mm ce perimount valve implanted in aortic position underwent a valve-in-valve procedure after an implant duration of approximately nine (9) years and six (6) months due to degeneration leading to severe stenosis and moderate regurgitation. A 26mm transcatheter valve was successfully implanted within the pre-existing surgical device.